Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: device evaluation: on investigation, the ok keypad button was under-responsive; the keypad cover was removed for investigation and revealed the ok button contact was damaged. Additionally, the display screen was noted to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad button with damaged button contact, dim/discolored display screen. This report is made based on results of investigation completed on 11/30/2015.